Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is female/48 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿atrioventricular nodal echoes over a wide echo window as a therapeutic end point for the catheter-guided radiofrequency ablation of atrioventricular nodal reentrant tachycardia: a prospective study.¿ europace (2018) 20, 659¿664. Doi:10.1093/europace/euw434. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cardiac ablation percutaneous catheter. There were two (2) patients who experienced complete heart block. Both of these patients had permanent pacemakers implanted. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.